Manufacturer narrative:
On 05/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/01/2016 a medtronic representative, following-up at the site, made recommendations to avoid frame movement in future procedures. On 06/07/2016 software analysis was unable to determine probable cause with the information provided. It is likely the frame may have been moved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon was on the tip of the nose, however, the software showed that he was in the eye. The site representative had left the operating room (or) at the time of the call and no further information was given. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.